Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under one of the therapy electrodes on her back. The area was described as 1 by 2 inches and as a red, itchy, and bumpy rash. The patient reported having sensitive skin. The patient's doctor prescribed a steroid cream to treat the irritation. During a follow-up, the patient indicated that the irritation had improved.